Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the air and water cylinder, but it was not possible to identify the foreign object. There was no physical damage to the area where the foreign matter remained. The detection method is described in the instruction manual gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection and preventive measures are described in the instruction manual gif-h185, cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis exera iii colonovideoscope doesn't insufflate. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water cylinder has foreign objects, the auxiliary channel (or jet channel) (j-tube) has foreign objects, the air/water has foreign objects, and the nozzle is clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that a whitish crystalized foreign material was found inside the air/water cylinder, air/water tube and the auxiliary channel (or jet channel) (j-tube). Additional evaluation findings were as follows: due to the clogging of the nozzle, no air is fed; the grip, the switch box, the scope connector, the control unit, the plug unit, all have a scratch, the suction cylinder has discoloration, the switch1 has a cut, the light guide lens has a crack, and the connecting tube has buckling. It is most likely the reported issue was due to insufficient cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.